Event description:
A malfunction alarm labeled malf 5 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue happened again.